Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device powers off once turned on. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. During power-on testing, the device turned on with ac power, but was unable to turn on via battery power. Even though the device appeared to have a charged battery, the device would turn off when undocked from a functional docking station without providing an alarm. The failure was isolated to the returned battery. On a complete charge the battery was measured to have a 4.08v while a known functional battery measured 5.1v. A known functioning battery was placed in the device and the device was able to remain powered on for over six (6) hours before issuing a low battery alarm. A service history record reveals this unit was in the field for over eight (8) years with no previous reported issues related to this reported event. (B)(6).